Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
Rptr stated that her husband's blood glucose test results were erratic and possibly an inaccurate high. Later, she stated that her husband was not feeling well, and his results of 285, 345 and 396 mg/dl were not high, but were erratic. Tests were done within 10 mins, using different fingersticks. Rptr said that since calling lifescan, husbands's results have been around 135 and 123 mg/dl. No control solution available for testing. On follow-up, rptr said that the confirmation dot on the test strip was always blue, even though she did not fill the strip completely with blood.